Event description:
Boston scientific crm received information that intermittent loss of capture (loc) with increasing threshold measurements was noted on the right ventricular (rv) lead. Second degree heart block with a rate in the 40's was noted. The patient did not experience any symptoms. A lead revision was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.